Manufacturer narrative:
Two portex® suctionaid tracheostomy tubes was returned for investigation. A device history review was performed and no discrepancies were found. A visual inspection was performed and a hole was detected in the cuff of both devices. A manufacturing review was done and no discrepancies were found. A root cause has not yet been determined. The complaint has been confirmed.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported the portex® suction aid 8.0 mm tracheostomy with soft seal cuff experienced a cuff air leak in 1 hour of use. The complainant states the device was pre-checked according to instructions for use. It is also reported the patient's medical treatment included a tracheostomy tube change and the patient did not experience any adverse health outcome due to this malfunction. This complaint involves two devices. Please refer to MDR 3012307300-2017-00224.